Event description:
Complainant alleged that the device shut down when charging and displayed a "pacer fault 117" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.